Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used in the main airway during a balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon ruptured. The procedure was completed with another cre pulmonary balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.